Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent tvh on (B)(6) 2006 due to dysmenorrhea. No additional information has been provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2016-07066. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent sling implantation to treat stress urinary incontinence and bladder neck hypermobility.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.